Event description:
It was reported to philips that the system displayed an alert message regarding "acceptance required", preventing geometry movements. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a cardiac arrhythmia procedure. The procedure was completed by delay of 20 min due to restarting the system. The philips field service engineer (fse) visited onsite and confirmed that acceptance required alert. Upon troubleshooting, the fse found the system was displaying an ¿acceptance required¿ alert. On further troubleshooting, the fse found that the kv/ma board voltage was not functioning. To resolve the issue fse replaced the defective kv/ma board voltage. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.